Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the forceps elevator had foreign material. The distal end c-cover also had foreign material or stain. Other observations for the device are: leakage with angled elevator lever, leak test failed; leak found in the biopsy channel; elevator control lever deformed; fe lever scratched; right/left knob discoloured; air/water and suction cylinders discoloured; switch box decoloured; el connector discoloured; distal end rubber coating (a-rubber) adhesive peeling; charge couple device (ccd) damaged; connecting tube has buckles; ccd and light guide (lg) lens adhesive is peeled; lg lens discoloured; l arm corroded; and universal cord coating peeled. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation of the issue of leakage from the insertion tube bending section. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the forceps elevator had foreign material. The distal end cover (c-cover) also had foreign material or stain. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator and c-cover during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to aware date of initial MDR. This supplemental report is being submitted to provide this information. Customer provided this information on their reprocessing steps. In the event of a defect in the area of the albara lever, brushing is not carried out there so as not to increase the size of the defect. Aware date of initial MDR should be mar 2, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material remaining around the forceps elevator and the distal end cover. The instructions for use (IFU) (reprocessing manual) specifies a possibility of infection as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the IFU (reprocessing manual) says about the detailed reprocessing method around forceps elevator at ¿manual cleaning: brush the forceps elevator¿. The suggested event was detectable since the IFU (operation manual) says that foreign material at forceps elevator is to be inspected by inspection prior to use at ¿inspection of the endoscope¿. Meanwhile, the IFU (operation manual) says to reprocess the device when returning device for repair at ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.